Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) ¿ incomplete. The lot number is not currently available. Associated medwatch: 1221934-2018-53476.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure when the scrub tech went to load their expressew iii autocapture plus gun with their expressew iii needle, the needle became jammed in the gun. When the tech tried to remove the needle from the gun with a pair of clamps, the needle broke, and a piece of the needle is still stuck in the gun. The sales rep confirmed that nothing broke in the patient and the issue occurred prior to being used on the patient. Orthocord suture was going to be used with the devices. The procedure was completed with another gun and needle with no harm to the patient or delays to the case. The sales rep could not provide a lot number for the needle. The devices will be returning for evaluation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that a piece of the needle was protruding from the tip of the device. It was indicated that the tech tried to remove the needle from the gun with a pair of clamps, the needle broke, and a piece of the needle is still stuck in the gun. This type of failure is observed when the user tries to remove the needle from the front end of the gun instead of from the loading chamber. This causes the needle to become jammed and has the potential to break after being forced through the front end. However, given the information provided we cannot discern a definitive root cause for the reported failure. No lot numbers were supplied which precludes conducting a DHR review. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that a piece of the needle was protruding from the tip of the device. It was indicated that the tech tried to remove the needle from the gun with a pair of clamps, the needle broke, and a piece of the needle is still stuck in the gun. This type of failure is observed when the user tries to remove the needle from the front end of the gun instead of from the loading chamber. This causes the needle to become jammed and has the potential to break after being forced through the front end. However, given the information provided we cannot discern a definitive root cause for the reported failure. No lot numbers were supplied which precludes conducting a DHR review. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is not currently available. The expiration date is not currently available.